Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not involve an adverse event, reported by a nurse via a sales representative, concerns a male patient of unknown age. The patient was taking insulin glargine (genetical recombination) insulin glargine biosimilar 1 via reusable device (humapen savvio) for the treatment of unknown indication. On unknown date, unknown duration after starting humapen savvio, he found some gap between the injection button and the space of the dose window with his humapen savvio and insulin glargine was not always expelled. This humapen savvio was associated with a product complaint (B)(4), lot 1806s01aa. The patient operated the device. It was unknown if the patient was trained. It was not provided how long he has used this device model. The humapen savvio was switched to disposable device (miriopen). The device was returned to the manufacturer on 02-aug-2022. Edit 16aug2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint:(B)(4). This device case, which does not involve an adverse event, reported by a nurse via a sales representative, concerns a male patient of unknown age. The patient was taking insulin glargine (genetical recombination) insulin glargine biosimilar 1 via reusable device (humapen savvio) for the treatment of unknown indication. On unknown date, unknown duration after starting humapen savvio, he found some gap between the injection button and the space of the dose window with his humapen savvio and insulin glargine was not always expelled. This humapen savvio was associated with a product complaint 6067292/lot 1806s01aa. The patient operated the device. It was unknown if the patient was trained. It was not provided how long he has used this device model. The humapen savvio was switched to disposable device (miriopen). The device was returned to the manufacturer on 02-aug-2022 edit 16aug2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update on 11-oct-2022: additional information received on 30-sep-2022 from the global product complaint database. Entered device specific summary, updated medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes. Corresponding fields and narrative updated accordingly. Edit 12oct2022: upon internal review, added date to the lss analysis summary (for reporting form) and added additional manufacturer narrative in medwatch fields.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 11oct2022 in the b.5. Field. No further follow-up is planned. Evaluation summary . A patient found humapen savvio device had a gap between the injection button and the space of the dose window and the insulin was not always expelled. No adverse event was reported. Investigation of the returned device (batch 1806s01aa, manufactured june 2018) found the device could not be dialed up or down. The investigation identified the reportable malfunction of a broken bulkhead component. Malfunction confirmed. The investigation found a foreign material present on the bulkhead/housing collar. Spectroscopic analysis of the foreign material identified to be consistent with a mixture of protein-based material/glycerin/silicone-based material/cellulose-based material, not related to the manufacturing process, not known chemical effect that would cause degradation of the bulkhead component. Core user manual provides instructions for proper care/storage of the device as "do not use alcohol/hydrogen peroxide/bleach on pen body/dose window. Do not cover in liquid/apply lubrication such as oil, this could damage the pen." Complaint history review for the batch did not identify any atypical findings. This is the only bulkhead failure for the batch. Evaluation of the control strategy/batch record review/deviation review did not identify a root cause attributable to the molding/assembly processes. Examination of retention samples found no abnormalities/non-conformances. Investigation did not identify any root causes related to the design/materials/molding process/assembly process that could result in the bulkhead failure observed. No root cause could be identified after a comprehensive investigation of processes/materials. Investigation concludes humapen savvio complaint is isolated event and no corrective action is planned at this time. There is evidence of improper use. Foreign material contamination of the device occurred while in the field. It is unknown if this misuse is relevant to the complaint finding of bulkhead failure.